Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected the cause of the event to be related to blunt force applied to the implant site. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.